Manufacturer narrative:
On (B)(4) 2019 an ocd field engineer (fe) arrived at the customer site and verified reader camera alignment. Fe revisited reader camera optics. Bright cam 0: 120, range is 101 to 128. Fe ran a diagnostics tests successfully. No erroneous results reported. No transfusion or treatment was delayed because of this incident. The root-cause could not be confirmed although the most probable root cause is associated with an anti-e antibody being weak and/or at the detection limit of the technique and reagents used.

Event description:
The customer is reporting false negative reactions on the provue for the antibody screen test with a patient known to be positive for antibodies. Customer did a panel and confirmed an anti-e and non specific auto-antibody. Customer used igg gel cards lot 013019001-12, exp: nov 25 2019 with 0.8% surgiscreen lot vss087. Customer saw a weak reaction on cell 2 on the card when brought in the service rack because it was partially used. Erroneous result was not reported. No issue reported with alba-q check qc.